Manufacturer narrative:
Device analysis: visual and microscopic examination found severe damage to the proximal edge of the stent, slight damage to the tip and the outer was twisted along entire length. The hypotube had kinked approximately 18.2cm distal from the catheters strain relief. The proximal rows 1-3 of the stent were severely misaligned. A recommended sized guide wire was inserted through the lumen with no restrictions noted. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the top assembly manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is determined to be operational context.

Event description:
Completed on 05/29/2008. It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty cross the lesion occurred. The 90% stenosed, severely calcified, target lesion was in the mid left anterior descending (lad) artery. A 3.0x24mm taxus liberte drug eluting stent was advanced to treat the target lesion but was unable to adequately cross the lesion. There were no patient complications reported with the patient's current condition listed as "good". Returned device analysis revealed stent damage.